Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail on 2/6/99. On 3/4/99 she sought medical treatment for swelling of the ear. The earrings were removed and antibiotics were prescribed.